Event description:
Customer stated that the device over-heated during a case. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged complaint could not be duplicated since the device failed to operate during performance testing by the manufacturer.